Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the baseline testing completed on the device and found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The allegation was not confirmed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. No additional adverse patient effects were reported. Additional information received reports the device again delivered 2 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It is not an isolated event anymore.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. No additional adverse patient effects were reported. Additional information received reports the device again delivered 2 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It is not an isolated event anymore.